Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The exact implant date of the pump was (B)(6) 2015.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (2.5 mg/ml at 2.4993 mg/day) via an implantable pump for an unknown indication for use. Pump logs were received, revealing that a motor stall occurred on (B)(6) 2017 at 07:40, with a recovery the same date at 07:55. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. The implant date was unavailable. The motor stall was not due to an MRI. The cause of the stall was not determined. It was unknown if the critical alarm sounded. The patient experienced underdosing symptoms and recovered.